Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardiac monitor failed to interrogate. It was noted that the bluetooth connection between the dongle and the programmer but was still unable to establish connection. Further information was requested however was not provided. There were no patient consequences.